Event description:
New information received noted that the patient was asymptomatic, and no interventions were performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's atrial lead exhibited noise and pacing inhibition.